Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, wear abrasion, and yellow biological tissue. A leak test and microscopic analysis were performed which identified a sharp opening. A dimension measurement in the shell was performed which identified the shell thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the posterior side due to an unidentified tear opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.